Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose under 20 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. The customer stated they normally receive 38 to 48 units but at the time of the incident, they received over 90 units. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.